Manufacturer narrative:
The vessel sealer extend has been returned and evaluated by the failure analysis team. The instrument was tested on an in-house system. The instrument passed engagement, recognition, cut, seal and initialization tests. The jaw moved with a full range of motion, and no damage was found at the distal end that would cause any failure of the instrument. The instrument articulated as expected. The grip tips opened and closed properly. The instrument moved intuitively with a full range of motion in all directions. The instrument was fully functional. No product issue was found. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaw of the vessel sealer extend instrument did not open. The team noticed it was right after the surgeon inserted/docked the instrument inside the patient. Another new box of vessel sealer extend instrument was opened, and it was fine. The procedure was completed with no reported injury.